Manufacturer narrative:
The insulin pump had a blank display and the problem was isolated to the mother board. The insulin pump was also received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump battery died and the insulin pump would not come back on. Troubleshooting for the blank display was performed. The insulin pump had not been bumped, dropped, or exposed to moisture. Contacts on the battery cap were not missing or damaged and the battery compartment and spring were neither damaged nor corroded. After advice to insert a new battery, the display did not return. The customer allowed the insulin pump to rest for ten minutes and inserted a new battery, but the insulin pump still would not turn back on. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.